Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking, that the pump touch screen was unresponsive and that the pump touchscreen display was difficult to see. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.